Event description:
It was reported that the user was initially unable to attach and twist the connector during cartridge installation after pressing and holding the button before inserting the cartridge, which prevented the required rewind. After guided troubleshooting to unlock the screen and restart the setup, the user rewound and attached the components successfully, indicating user handling error rather than a connector malfunction. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarm activations. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed normal device function with incorrect use during setup. It was concluded that the event resulted from use error and not a device or component failure.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.